Manufacturer narrative:
Unknown, information was requested but not provided. If explanted, give date: not applicable as the lens remains implanted. The device is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an incorrect intraocular lens (iol), model zcb00, 27.5 diopter was fully inserted into the left eye of a patient. The lens was removed and a different johnson and johnson lens, model za9003, 19.0 diopter was implanted during the same procedure. After the replacement lens was inserted capsule tear occurred; therefore, a vitrectomy was performed. No other interventions were mentioned. The daily activities of the patient were not significantly affected. The patient has recovered. No further information was provided.